Manufacturer narrative:
Concomitant medical products: product ID 37761, serial# (B)(4), product type: recharger. Product ID 37743, serial# (B)(4), product type: programmer, patient. Product ID 3487a-45, lot# v341979, implanted: (B)(6) 2010, product type: lead. Product ID 3487a-45, lot# v341203, implanted: (B)(6) 2010, product type: lead. Product ID 3487a-45, lot# v263244, implanted: (B)(6) 2010, product type: lead. Product ID 3487a-45, lot# v131499, implanted: (B)(6) 2010, product type: lead. Product ID 3708220, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID 3708220, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID 37761, serial# (B)(4), product type: recharger. Analysis of the 37761 desktop charger (serial#: (B)(4)) found broken connector pins. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from patient regarding their implantable neurostimulator. It was reported that the patient was taking motrin because he had been in pain for about a week now. The patient had pain because he could not charge the implantable neurostimulator (ins) because the pin was broken on the desktop charger. The pin broke off and stayed inside the unit, but the patient was able to get it out. The patient got the metal piece out of the port of the recharger. The pin broke about seven to eight days ago. The recharger was not charging. The patient also had a ¿problem¿ with pain pills, and did not want to keep taking motrin. The patient stated ¿they¿ wanted to have it taken out and have his back ¿fused completely.¿ the doctor contacted had not seen the patient since 2011. Additional information received from the patient reported that they still had concerns with their device therapy but had not sought further help. The desktop charger was returned and analysis confirmed connector pins were broken.

Manufacturer narrative:
Corrected information: sex, date of birth.